Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation and a correction to field g2. G2- report source did not have "foreign" and "other" checked in the initial report. This has been corrected. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by a faulty main board in the subject device. A possible cause of the faulty main board is wear and tear from use over time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report contains customer contact details. The device is still under investigation. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The customer noted that they started the tower up normally in the morning prior to a procedure, and no image appeared. They attempted to trouble-shoot by turning the unit off and back on, and adjusting the cables. These attempts were unsuccessful. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The mainboard had a thermal fault that was causing no image to appear. This component will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
An olympus sales representative reported that the high definition lcd monitor was not providing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.